Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) female patient who had essure (batch no. C59250,c59260) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included gastritis, abdominal pain, nausea, vomiting, diarrhea, lightheadedness, polycystic ovary, backache, plantar fasciitis, peptic ulcer, tmj syndrome, gastrointestinal viral infection, epigastric pain, constipation, low blood pressure, daytime sleepiness, abdominal cramps, miscarriage, pap smear abnormal, hernia repair, d & c, ear operation, adenoidectomy, chills, colitis, multigravida, parity 4, bipolar disorder and endometrial ablation. Family history included hypertension, hypercholesteremia and myocardial infarction. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, metoclopramide hydrochloride (reglan), montelukast sodium (singulair), nsaids, omeprazole, ondansetron hydrochloride, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and topiramate. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure catheter was then advanced through the scope and into the left tubal ostia. Approx. 1-2 coils were visible within the cavity bilaterally. Patient. Tolerated well ablation ((B)(6) 2016) and on (B)(6) 2016 female here for an essure btl and a novasure ablation (discrepancy). Per pfs- plaintiff did not underwent essure confirmation test(discrepancy) but hsg results are provided in previous follow up. Patient had a tubal ligation about a year and a half ago. She is concerned that she may have tubal pregnancy. Patient's serum pregnancy ru led out tubal pregnancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: plaintiff fact sheet and medical record received- events: "abnormal bleeding vaginal, menorrhagia, infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, novasure ablation and essure performed on same day", reporter, patient demographic information, medical history added. Events- ¿physical pain/ pain¿ outcome updated to ¿recovering / resolving¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. C59250,c59260-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included gastritis, abdominal pain, nausea, vomiting, diarrhea, lightheadedness, polycystic ovary, backache, plantar fasciitis, peptic ulcer, tmj syndrome, gastrointestinal viral infection, epigastric pain, constipation, low blood pressure, daytime sleepiness, abdominal cramps, miscarriage, pap smear abnormal, hernia repair, d & c, ear operation, adenoidectomy, chills, colitis, multigravida, parity 4, bipolar disorder and endometrial ablation. Family history included hypertension, hypercholesteremia and myocardial infarction. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, metoclopramide hydrochloride (reglan), montelukast sodium (singulair), nsaids, omeprazole, ondansetron hydrochloride, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and topiramate. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and fatigue had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure catheter was then advanced through the scope and into the left tubal ostia. Approx. 1-2 coils were visible within the cavity bilaterally. Patient. Tolerated well ablation ((B)(6) 2016) and on (B)(6) 2016 female here for an essure btl and a novasure ablation (discrepancy) per pfs- plaintiff did not underwent essure confirmation test(discrepancy) but hsg results are provided in previous follow up. Patient had a tubal ligation about a year and a half ago. She is concerned that she may have tubal pregnancy. Patient's serum pregnancy ru led out tubal pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, urinary tract infection, menorrhagia. Lot number c59260 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-new event-fatigue added. Outcome updated for uti and fatigue.outcome for event pain updated from recovering resolving to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. C59250,c59260-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included gastritis, abdominal pain, nausea, vomiting, diarrhea, lightheadedness, polycystic ovary, backache, plantar fasciitis, peptic ulcer, tmj syndrome, gastrointestinal viral infection, epigastric pain, constipation, low blood pressure, daytime sleepiness, abdominal cramps, miscarriage, pap smear abnormal, hernia repair, d & c, ear operation, adenoidectomy, chills, colitis, multigravida, parity 4, bipolar disorder and endometrial ablation. Family history included hypertension, hypercholesteremia and myocardial infarction. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, metoclopramide hydrochloride (reglan), montelukast sodium (singulair), nsaids, omeprazole, ondansetron hydrochloride, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and topiramate. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) -2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and fatigue had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure catheter was then advanced through the scope and into the left tubal ostia. Approx. 1-2 coils were visible within the cavity bilaterally. Patient. Tolerated well ablation ( (B)(6) -2016) and on (B)(6) -2016 female here for an essure btl and a novasure ablation (discrepancy) per pfs- plaintiff did not underwent essure confirmation test(discrepancy) but hsg results are provided in previous follow up. Patient had a tubal ligation about a year and a half ago. She is concerned that she may have tubal pregnancy. Patient's serum pregnancy ru led out tubal pregnancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, urinary tract infection, menorrhagia. Lot number c59260 is not valid lot number: c59250 manufacturing date: 2014/05/23 expiration date: 2017/05/31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. C59250,c59260-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included gastritis, abdominal pain, nausea, vomiting, diarrhea, lightheadedness, polycystic ovary, backache, plantar fasciitis, peptic ulcer, tmj syndrome, gastrointestinal viral infection, epigastric pain, constipation, low blood pressure, daytime sleepiness, abdominal cramps, miscarriage, pap smear abnormal, hernia repair, d & c, ear operation, adenoidectomy, chills, colitis, multigravida, parity 4, bipolar disorder and endometrial ablation. Family history included hypertension, hypercholesteremia and myocardial infarction. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, metoclopramide hydrochloride (reglan), montelukast sodium (singulair), nsaids, omeprazole, ondansetron hydrochloride, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and topiramate. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure catheter was then advanced through the scope and into the left tubal ostia. Approx. 1-2 coils were visible within the cavity bilaterally. Patient. Tolerated well. Ablation ((B)(6) 2016) and on (B)(6) 2016 female here for an essure btl and a novasure ablation (discrepancy). Per pfs- plaintiff did not underwent essure confirmation test(discrepancy) but hsg results are provided in previous follow up. Patient had a tubal ligation about a year and a half ago. She is concerned that she may have tubal pregnancy. Patient's serum pregnancy ru led out tubal pregnancy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, urinary tract infection, menorrhagia. Lot number c59260 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. C59250,c59260-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure performed on same day". The patient's medical history included gastritis, abdominal pain, nausea, vomiting, diarrhea, lightheadedness, polycystic ovary, backache, plantar fasciitis, peptic ulcer, tmj syndrome, gastrointestinal viral infection, epigastric pain, constipation, low blood pressure, daytime sleepiness, abdominal cramps, miscarriage, pap smear abnormal, hernia repair, d & c, ear operation, adenoidectomy, chills, colitis, multigravida, parity 4, bipolar disorder and endometrial ablation. Family history included hypertension, hypercholesteremia and myocardial infarction. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen, metoclopramide hydrochloride (reglan), montelukast sodium (singulair), nsaids, omeprazole, ondansetron hydrochloride, paracetamol (acetaminophen), ranitidine hydrochloride (zantac) and topiramate. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia), vaginal hemorrhage ("abnormal bleeding vaginal") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal hemorrhage, urinary tract infection and fatigue had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal hemorrhage to be related to essure. The reporter commented: the essure catheter was then advanced through the scope and into the left tubal ostia. Approx. 1-2 coils were visible within the cavity bilaterally. Patient. Tolerated well ablation (B)(6) 2016) and on (B)(6) 2016 female here for an essure btl and a novasure ablation (discrepancy). Per pfs- plaintiff did not underwent essure confirmation test(discrepancy) but hsg results are provided in previous follow up. Patient had a tubal ligation about a year and a half ago. She is concerned that she may have tubal pregnancy. Patient's serum pregnancy ru led out tubal pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, pelvic pain, urinary tract infection, menorrhagia. Lot number c59260 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-new event-fatigue added. Outcome updated for uti and fatigue. Outcome for event pain updated from recovering resolving to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.